Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, liquid contamination and corrosion was found on multiple components in the monitor. The cause of the reported failure was the contamination. The root cause of the contamination was ingress of an unknown liquid. The root cause for the contamination was ingress of an unknown liquid. No adverse events occurred as a result of the defective monitor. Device evaluation of batteries sn (B)(4) has been completed. The reported problem (won't power on a monitor) was confirmed. Upon investigation, the batteries were unable to communicate with a monitor. The cause for the failures was isolated to an open fuse in each of the batteries. The cause of the open components was due to excessive current. The root cause for the excessive current was isolated to the monitor malfunction. No adverse events occurred as a result of the defective batteries.

Event description:
10/01/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on. A us distributor returned batteries sn (B)(4) and reported that they would not power on a monitor.